Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation at this time.

Event description:
PICC line inserted, pt broke out in hives on back and neck, then generalized over entire body. Suggested possible allergic reaction to polyurethane PICC.